Event description:
During the procedure, the trip wire broke. After several unsuccessful attempts to gather further information, it remains unknown if this occurred during set up of the device or while being used on patient.

Manufacturer narrative:
The complaint is inconclusive as no sample was returned for evaluation. Therefore, no investigation or corrective action will be initiated, as the root cause was not able to be determined. The complaint database will be monitored for further occurrences.